Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports that a patient was being injected with 0.1 cc juvederm® ultra xc in lateral portion of the lower lip when blanching in the middle part of the lip was noticed. It was not diffuse blanching, but a very focused spot of blanching. Clinic has a hyalurindase/vascular occlusion protocol in place, which was begun immediately. Heat was applied and the area was flooded with hylenex. Nitropaste was also applied. A second round of hylenex was administered and the patient was observed for 2 hours. At this point, the lip appeared pink and injector could feel the artery pulsing. The patient was sent home. The following day, the patient called the office to report that the blanching had returned. Patient was advised to massage the lip and return to the clinic. 2 additional rounds of hylenex were injected and the area was flooded. ¿lip had good cap. Refill, <2 sec and patient had no pain after treatment, remained bruised for one week.¿ symptoms resolved.